Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the receiver and transmitter. Dexcom representative advised patient to reset the device and call back if issue was not resolved. No additional patient or event information is available.